Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 a 25mm amplatzer amulet left atrial appendage occluder was selected for implant using a 14f amplatzer torqvue 45x45 delivery sheath. The patient had a small, localized baseline pericardial effusion posterior in the four chamber view. Transseptal puncture was inferior and mid. The patient's activated clotting time (act) level was greater than 250 seconds. The patient's left atrial pressure was 12mmhg. Heparin was administered. The occluder was implanted. Post-procedure the patient was placed on eliquis. On (B)(6) 2025 the patient's pericardial effusion worsened and was admitted to the hospital. A pericardiocentesis was performed. The user believed the patient's diagnoses, hyperthyroidism/thyrotoxicosis vs infectious, since the procedure may have caused the pericardial effusion to worsen.

Manufacturer narrative:
An event of adverse event without identified device or use problem associated with pericardial effusion was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There were no complaints associated with any other devices from the lot. Based on the information received the cause of the reported patient effects of pericardial effusion could not be conclusively determined. The reported unexpected medical intervention was a result of case-specific circumstances as a pericardiocentesis was performed, creating a prolonged hospitalization. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported on (B)(6) 2025 a 25mm amplatzer amulet left atrial appendage occluder was selected for implant using a 14f amplatzer torqvue 45x45 delivery sheath. The patient had a small, localized baseline pericardial effusion posterior in the four chamber view. Transseptal puncture was inferior and mid. The patient's activated clotting time (act) level was greater than 250 seconds. The patient's left atrial pressure was 12mmhg. Heparin was administered. The occluder was implanted. Post-procedure the patient was placed on eliquis. On (B)(6) 2025 the patient's pericardial effusion worsened and was admitted to the hospital. A pericardiocentesis was performed. The user believed the patient's diagnoses, hyperthyroidism/thyrotoxicosis vs infectious, since the procedure may have caused the pericardial effusion to worsen.